Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited the ultrasound probe surface was chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. The most probable cause of this complaint is traced to d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.